Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was experiencing draining and discomfort at the battery pocket site. Patient says the wound is not completely healed yet and there is some draining. No fever chills or puss were reported. Patient was going to be seen at hcp office on (B)(6) 2018. The issue was not resolved at the time of this report. No further complications were reported/anticipated. Additional information was received. It was reported that the cause of the draining and discomfort at the battery pocket site was that the patient had an infection. Patient was scheduled for an explant. The issue was not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's weight information could not be obtained. The device will not be returned. The explant resolved the issue. Provided information was confirmed with the hcp. No further complications were reported/anticipated.